Manufacturer narrative:
The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6), male patient underwent an atrial fibrillation procedure participating in the (B)(6) study suffered from pericarditis complications less than 7 days post procedure. The case was a clinical trial, sponsored by bwi. The event was assessed as possibly procedure related. The patient required the course of nonsteroidal anti-inflammatory drugs (toradol). The patient's medical history is unknown. The patient condition resolved without sequelae. There is no mention of any product malfunction related this patient injury.